Manufacturer narrative:
UDI: (B)(4). One skyline standard driver was returned for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The fractured surfaces of the x15 driver bit are located inside the recess of the driver shaft. The optical image of the fracture surfaces of the self-retaining screwdriver reveals plastic deformation, which suggests spring clip and driver tip underwent quasi-static torsional shear failure. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the tip being broken intra-operatively cannot be determined. However, fracture analysis suggest that fracture surfaces of the self-retaining screwdriver reveals plastic deformation, which suggests spring clip and driver tip underwent quasi-static torsional shear failure. Since there has been no issues identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the screw driver broke off while screwing the screw into the plate. There was no issue, they used another screw driver.